Event description:
A report was received that the patient was experiencing a jolting sensation. X-ray was taken and showed that three contacts had separated from the paddle lead. The patient underwent a revision procedure wherein the lead was replaced and all the missing contacts were retrieved. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70 (sn (B)(4)): device evaluation indicated that the complaint of lead damage/dislodged electrodes was verified. Visual inspection revealed that electrodes # 1, 2 and 3 were completely dislodged and not returned. The cables were exposed.

Event description:
A report was received that the patient was experiencing a jolting sensation. X-ray was taken and showed that three contacts had separated from the paddle lead. The patient underwent a revision procedure wherein the lead was replaced and all the missing contacts were retrieved. The patient was doing well postoperatively.